Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: (B)(6) ; batch: a000126807.

Event description:
It was reported that the patient was experiencing ineffective stimulation. Surgical intervention took place where the system was explanted. Investigation was unable to determine which of the leads attributed to the event.